Event description:
During pta of a diffusely occluded lesion in the common and internal iliac artery with moderate calcification, tortuosity and 80% stenosis, the 8x100 mm smart control nitinol stent was placed in the target lesion after pre-dilatation. However, the stent jumped forward of the actual target site beyond the physician's expectation. Therefore, the stent was not placed in the intended location. Two add'l stents were placed to cover the lesion, followed by post-dilatation and the procedure was completed. There were no consequences to the pt. Add'l info rec'd from the affiliate indicates that the smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and per the IFU, the physician held the handle of the smart control sds flat and straight outside the pt.

Manufacturer narrative:
The device remains implanted in the pt, but the sds is available for testing and evaluation, but the engineering report is not available as of the time of this writing. Add'l info rec'd will be submitted within 30 days upon receipt.